Event description:
Account reports incident "around a month ago" with child and hickman catheter. Reportedly, a child in the bone marrow transplant unit had bout of diarrhea and had "stooled onto central line." Nurse reports noting that "stool went up the threads into the injection site and when injection site unscrewed, stool went into the catheter." Event noted after "clean up" and nurse reports that line "securely fastened" prior to clean up. No reports of leaks or disconnects prior to event. Pt placed on antibiotics and "this did not effect stay...patient in his initial transplant hospitalization." Due to event, account now "questioning a couple of infection" cases of xanthomonas, however, in those cases, account also confirmed that there were no line disturbances reported.